Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it, preventing the recurrence of the malfunction code. The customer was able to continue using the pump and was advised to contact technical support again if the issue reoccurred.